Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2016 due to a car accident. The cause of death was internal bleeding as a result of the car accident the caller stated that the customer had heart disease. The customer's blood glucose was normal when the paramedics arrived at the car accident scene. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis, as the pump was damaged during the car accident and was thrown away.